Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-16535.

Event description:
Philips received a complaint by the customer on the v60, indicating that the device gives an alarm and prompts "alarm lamp" failure. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Philips received a complaint by the customer on the v60 indicating that when the patient was using the non-invasive ventilator for assisted ventilation, the ventilator suddenly gave an alarm and prompts "alarm lamp" failure; however, there was no harm to the patient or user. The device was immediately swapped out with a different device. No medical intervention provided to the patient. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The alarm was caused by improper operation of external piping. The 3rd party vendor has restored the device to normal. No further information was able to be obtained of any part replacement. The device passed required performance verification tests per philips standards and was returned to service. The alleged malfunction was confirmed to be a user error. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.